Event description:
It was reported that this rv lead exhibited oversensing of non-physiologic noise artifacts. The physician suspected this to be caused an interaction between this active lead and another surgically abandoned lead on this patient. Technical services (ts) as consulted and recommended x-ray or fluoroscopy imaging for this patient. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).